Manufacturer narrative:
(B)(4). When the investigation is completed a follow up report will be sent to the FDA.

Event description:
Philips received a report from a customer that a patient felt warm and after the MRI examination a blister was observed on the upper left thigh with a size of approximately 1.5 inch. The patient was positioned head first supine and was scanned for a lumbar spine examination using the posterior coil which is built inside the patient support.